Event description:
It was reported that the right atrial (ra) lead exhibited low impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products:3058 urinary stim ipg implant date:(B)(6) 2021; 978b128 urinary stim lead implant date:(B)(6) 2021. If information is provided in the future, a supplemental report will be issued.